Manufacturer narrative:
Two levels of quality control were performed once daily and were within specifications on both days the pt's sample was analyzed. A system check was performed on (B)(6) 2009 and met specifications. Both dxi 800 systems were calibrated the same day and using the same reagent and calibrator lot numbers. On (B)(6) 2009, the field service engineer performed preventive maintenance. No hardware issues were noted and all verification testing met published performance specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add¿l reportable events. This MDR represents event 2 of three reported by this customer. The related mdrs that have been reported are: MDR 2122870-2011-03839, 03841.

Event description:
Customer reported an erroneous high access toxo igg (toxoplasma gondii immunoglobulin g antibodies) test result was obtained for one pt when using the unicel cxi 800 access immunoassay system. The erroneous high test results were reported out of the lab. Repeat analysis was performed with another unicel dxi 800 access immunoassay system. The test results were non-reactive. The pt was known to be negative for toxoplasma gondii immunoglobulin g antibodies. No reports of death or serious injury as a result of this event. This is event 2 of three reported by this customer for two different pts, tested on different days, with two different assays.